Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, the impella alarmed pump stop and motor dropped to 0 with 0 flow. Immediately following impella was able to ramp itself up but unable to flow above p4 -2.2l without suction. The position was checked with echocardiography and repositioned; at this time, thrombus is suspected. The patient remains on impella support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. The root cause of low pump flow issue cannot be determined since the complaint device not available for analyzing and insufficient clinical data provided. Data logs reviewed: no mc spike observed out side of p-level changes. Suctions occurred. A suction alarm occurred followed by drop in flow to zero then ramp it up and consist on p4 -2.2l without suction. No positioning alarms observed. Failure mode temp pump stop added to the investigation since the impella alarmed pump stop and motor dropped to 0 with 0 flow. The root cause of temp pump stop issue cannot be determined since the complaint device not available for analyzing and insufficient clinical data provided.